Event description:
It was reported that during a procedure the surgeon had problems inserting the cage. Whilst filling the cage as specified using a soft hammer the cage broke and a major piece has fallen out. The piece was removed from the patient. The surgeon took another cage (same size) to complete the surgery successfully.

Manufacturer narrative:
Method: device history review; complaint history review; results: the plausible root cause of the reported event is misuse - specifically excessive impaction force during cage insertion. The IFU for the solis cage indicate that the cage should not be impacted. Conclusion: the returned solis cervical cage size h 5 mm l 14 mm was confirmed to be fractured upon visual inspection. No delay or other harm was reported (s0) was reported. No new harm/hazard has been identified. No issues were identified in the manufacturing records for the associated lot that may have contributed to the reported event.

Event description:
It was reported that during a procedure the surgeon had problems inserting the cage. Whilst filling the cage as specified using a soft hammer the cage broke and a major piece has fallen out. The piece was removed from the patient. The surgeon took another cage (same size) to complete the surgery successfully.